Manufacturer narrative:
Correction: d6a should be mar 4, 2016. Correction: d6b should be apr 15, 2015.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted prophylactically, and there were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.